Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section g8: the initial report was incorrectly submitted with a fei-based manufacturer report (MFR) number: 3003306248-202x-xxxxx. The MFR number should have been cfn-based with the 7-digit cfn being 2916596. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported events of s3 and m4 alarms were confirmed during evaluation of the returned products; however, the root cause of the issues could not be correlated to the centrimag console (serial number: (B)(6)). The returned centrimag motor was tested alongside the returned centrimag console. During testing the reported event was reproduced, but the issue was isolated to the motor. Further motor testing and evaluation of the downloaded log file have been provided under the investigation of the motor on this event. When tested alongside known working test equipment, the returned centrimag console was able to perform as intended. The console underwent a full functional checkout and was returned to the customer after passing all tests. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including m4 and s3 alarms. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that centrimag system was booted up s3 and m4 alarms were displayed. The console was turned off and on and the alarms still occurred. When the motor connection was moved around or unplugged, the alarm resolved until the motor was plugged back in. The equipment had not been used on a patient yet. The alarms were not noted during previous start-ups.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.